Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the ventilator hose became uncoupled at the water trap. The patient was not ventilated at the time of anesthetic induction and the oxygen saturation dropped to 69%. The situation was restored and anesthesia went well.

Manufacturer narrative:
A ventstar anesthesia wf 280 breathing system was available for investigation. The reported disconnection of the circuit at the water trap could be confirmed during the optical inspection. Upon closer examination residual adhesive was visible at the water trap and inside the circuit. In general a broken up adhesive connection can be caused by a too small amount of adhesive, whereby the exact amount of the adhesive used cannot be identified or by an inappropriate handling when the circuit is turned against the water trap. Finally the exact root cause could not be identified. If a loose connection leads to a leakage that cannot be compensated by the connected main unit, this is detected during the pre-use check and also during ventilation and is alerted accordingly. The number of similar cases, related to the same symptom, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator hose became uncoupled at the water trap. The patient was not ventilated at the time of anesthetic induction and the oxygen saturation dropped to 69%. The situation was restored and anesthesia went well.